Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the rotor wheel turns slow. The unit was triaged and found to have a bad rotor. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the unit's rotor wheel turns slow. There was no patient involvement.